Manufacturer narrative:
Product event summary: patient demographics: initials-s I ,gender-male, age (at the time of event) (B)(6) years date of implant: (B)(6) 2018 date of explant: (B)(6) 2019 levels involved: oc/c1/c2 product status: explanted-complete it was reported that on an unknown date, post-op, the set screws backed out. The two set screws that were placed at oc plate totally backed out from the screw heads. The rod approached near the skin, and the patient complained of a pain. The patient's pain gradually became stronger, and it led to a revision surgery. A plate which was placed at oc was not removed, bone union had progressed and c1 was left as it was. Screw removal was performed at c2. Rod removal and set screw removal were also performed. The set screws that backed out at oc was also removed successfully. Although the pre-bend rod and the screw at c2 were removed, but the plate at oc and screws at c1 could not be removed because bone union was proceeding, so they were left as they were and wound closure was performed. Screw removal was performed at c2. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinal surgery at oc/c1/c2. Post-op, the set screw that was placed at oc plate totally backed out from the screw heads. The rod approached near the skin, and the patient complained of a pain. The patient's pain gradually became stronger, and it led to a revision surgery. A plate which was placed at oc was not removed, bone union had progressed and c1 was left as it was. Screw removal was performed at c2. Rod removal and set screw removal were also performed. The set screws that backed out at oc was also removed successfully. Although the pre-bend rod and the screw at c2 were removed, but the plate at oc and screws at c1 could not be removed because bone union was proceeding, so they were left as they were and wound closure was performed.